Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The following questions are for the journal article: mid-term follow-up after sleeve gastrectomy as a final approach for morbid obesity. Authors: enrique arias, pedro r. Martinez, vicky ka ming li, samuel szomstein, raul j. Rosenthal citation: obesity surgery 2009; 19:544-548. Doi 10.1007/s11695-009-9818-6. Optiview trocar: was the fascia closed? How was the port site infection and port site hernia treated? Endopath linear cutter: is there any information regarding the post-op leak that was discussed in the journal article? What is the current patient status?

Event description:
It was reported during review of the following journal article: journal article: mid-term follow-up after sleeve gastrectomy as a final approach for morbid obesityauthors: enrique arias, pedro r. Martinez, vicky ka ming li, samuel szomstein, raul j. Rosenthal. Citation: obesity surgery 2009; 19:544-548. Doi 10.1007/s11695-009-9818-6. The authors performed a retrospective review of a prospectively collected database. Between november 2004 and january 2007, 130 consecutive patients underwent laparoscopic sleeve gastrectomy (lsg) as a final procedure to morbid obesity. The mean age was 45.6 (range: 12-79) years while the mean bmi was 43.2 (range 30.2-75.4) kg/m2. For the surgical technique, the abdominal cavity was accesed through a 1cm supraumbilical incision using the optiview trocar (ethicon endosurgery, (B)(4)). With a 4.1mm and 3.5mm endopath linear cutter, the stomach was vertically transected, creating a gastric tube. Complications after lsg were: leak at the proximal part of the staple line (n=1), port site infection (n=4), port site hernia (n=1). The patient with leakage had dehiscence of the staple line close to the esophageal-gastro junction 1 day after surgery and required operative treatment with laparoscopic drainage and direct suturing. She recovered uneventfully and was discharged on pod 16.